Manufacturer narrative:
The lot was manufactured may 5, 2015 ¿ may 6, 2015. The device was received for evaluation with no fluid in the bladder. Visual inspection identified that the blue winged luer cap was missing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an extra-large volume intermate was missing a fill port cap. The event was observed prior to use; therefore, there was no patient involvement. No additional information is available.